Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that there were some pairs with return values of ¿xxx¿ when reading impedances at 0.7volts. The manufacturer representative (rep) reran the impedances at 3 volts and didn¿t get any ¿xxx¿ values. The rep wanted to know what the cause of the issue was. It was noted that there could be potential for interference with telemetry and it made sense because they were in a room with diagnostic equipment that might interfere. The patient was getting good pain relief and had good pair coverage.